Event description:
The users hearing performance with the device was affected as the electrode array partially migrated out of cochlea. Successful re-insertion was performed on (B)(6) 2021. This report refers to 9710014-2021-00318. For further information please refer to this report.